Event description:
Revision surgery to replace the insert was reported in a case in another country due to loosening of the metal from the metal/polyethylene junction of the implant. Add'l detail is not available at this time.